Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic appendectomy procedure, the instrument was difficult to open. The surgeon applied another device without pt injury.